Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The taxus express2 2.75x20mm drug eluting stent was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal edge of the stent was lifted up. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.